Event description:
The proximal body delivery system was leaking throughout the duration of the procedure (reported separately see MFR# 9680654-2014-00019). After the proximal body was implanted and delivery system removed, the physician introduced the zenith fenestrated aaa endovascular graft distal bifurcated body and the distal body delivery system was also leaking at the captor valve. Estimated blood loss from the leaking valves was approx 500 ml. The grafts were implanted successfully. The pt did not require any additional procedures or experience any adverse effects due to this occurrence.